Event description:
This a report of a customer who replaced a solution bag during priming on the homechoice (hc). The technical service representative (tsr) explained proper disconnect procedures and advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error - reuse of single use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.